Event description:
It is reported that the pt was revised due to loosening of the tibial component.

Manufacturer narrative:
Revision operative notes indicated that the tibial component was grossly loose and was easily removed. A definitive root cause cannot be determined with the info provided; however, the complaint may be revised upon return of x-rays and/or product or further info. Device history records were reviewed and found conforming. There are no prior complaints with the reported issue for the product/lot combination for the tibial component. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. The info provided on this form was previously submitted under mfg report number 1822565-2014-01340.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The complaint sample was evaluated and the reported event was confirmed through review of medical records. The returned tibial component was identified to have nicks and gouges, but remained assembled with the taper plug. The device history records were reviewed and no discrepancies were identified. The package insert for the nexgen knee states that loosening of the prosthetic knee components is an adverse effect of the procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional supplemental reports were filed to the FDA on mar 31, 2015 and jun 5, 2015, however, the FDA does not register the receipt of these reports at this time. All additional information has been included within this report.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to address pain and tibial component loosening approximately five (5) years post-operatively. Initial operative notes identified no intraoperative complications. Revision operative notes identified that the tibial component was grossly loose and easily removed.